Event description:
Attorney reported: in 2003 - the pt underwent a hernia repair procedure with implant of a composix e/x mesh patch. After the implant surgery the pt began experiencing abdominal pain, swelling and infections which progressively got worse. For approx four years his abdominal wall had an ongoing infection and fistula. Pt's pain was so severe that he went in for pain relief and treatment repeatedly during the course of three years. In 2007 - the pt surgery for excisional debridement of the abdominal wall with partial excision of the mesh patch. The physicians performing the operation discovered a chronic abscess cavity tracking down to the inferior tip of the mesh patch beneath the fascia. The tip of the mesh patch that seemed to be involved in the infection process was excised. Pt was discharged. During the two months following, the partial excision of the mesh patch the pt continued to experience pain and discomfort. Pt was scheduled for another surgery. On two months later - pt was admitted to the hosp and scheduled for complete excision of the infected mesh patch. The physician who performed this surgery also discovered and repaired multiple ventral incisional hernia defects including two very large hernia defects and an incarcerated omentum. The pt remained hospitalized for two weeks before discharge.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.